Manufacturer narrative:
Sw 3.1f pump had high idle current due to moisture damage on lcd board. Pump passed run current test, self test, off no power test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 12 mmol/l. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. Displacement was performed and passed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.